Event description:
It is reported that the universal modular electric/battery double trigger handpiece serial number (B)(4) starts itself. There was no patient harm or delay of surgery reported.

Manufacturer narrative:
Universal modular electric/battery double trigger handpiece serial number (B)(4) has been returned for complaint investigation. Upon receipt, the problem could not be reproduced. Though it has been confirmed that the motor was noisy and that the trigger/controller boards wire was defective. The motor and the defective wire have been replaced.

Manufacturer narrative:
The product was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is completed.